Event description:
It was reported that the patient was implanted with an advance xp sling on (B)(6) 2018. The patient's level of incontinence was worse following the sling surgery. Between february 2018 and may 2018 the patient began experiencing severe incontinence. There were no device malfunctions with the sling and the decision was made to implant the patient with an artificial urinary sphincter (aus) device. Following being implanted with the aus device the patient's outcome was good.